Event description:
CT maxillofacial was performed on an outpatient with 22ga insyte new site IV in right forearm. Optiray 320 was injected at a rate of 2cc/sec for a volume of 100cc. Approx 77cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn called daily. Pt experienced no further adverse event.